Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and the mesh was implanted. The patient experienced sensation of a foreign body and pain when she sits down or has a full bowel. In (B)(6) 2019 the patient was examined under anesthesia and the mesh was found to be 'bunched' up and shifted. The patient became a candidate for full mesh removal. No further information is available.